Event description:
It was reported that pt had and intolerance necessitated removal of the band. There was no other pt consequence reported.

Manufacturer narrative:
Date sent: 06/27/2008. Info anticipated, but unavailable at this time.